Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, robotic-assisted sacrocolpopexy using light weight polypropylene mesh is a safe and effective procedure. Complications are low with either mesh. Not available for return.

Event description:
Received an article titled efficacy and safety comparison of robotic-assisted sacrocolpopexy using light-weight and heavy-weight polypropylene mesh. Purpose: to compare surgical outcomes with 2 types of mesh material for robotic sacrocolpopexy (rsc). Method: a 2 surgeon pelvic organ prolapse (pop) database of 132 women who underwent rsc at a single institution was reviewed. Per the article adverse events included: recurrence of symptoms, compartment prolapse, apical failure and explant.